Manufacturer narrative:
Alleged failure: "early in the case the slave monitor suddenly half screen disappeared and blue band at base of screen with lines on it appeared then slave went off completely. It came back on after a while several minutes. The users first took the action of changing slave monitors for a second similar unit in the department and the same happened again / the same interference and picture loss. Second monitor used and then reverted to the main stack screen. No further adverse consequences reported. The rep visited the theatre after the first incident and dis connected the transmitter sync box from the camera stack and powered it down, then reconnected the hdmi cables at both the camera and sync ends. And powered up the sync box. After this the sync was re-established and appears to be working ok. No other actions taken apart from reporting the incident." Conclusion: reported failure mode was not reproduced during investigation. However, a number of potential flicker and wireless connectivity disruption events were found in st logs downloaded from both s/n 23b524784 and receiver s/n 23c600874 returned from the site. Probable root cause of video flickering for both devices is likely due to wireless interference. Wireless metrics logged from both devices were consistent for an overcrowded wireless environment. Wireless channel data logged by the transmitter found periodic <-71 pavg threshold breaches, resulting in frequent alt channel jumps and e1_9 errors for both "no available alternative frequency" and "no available non-dfs frequency". Frequent 2000+ error block counts and <10 sds misscounts were also prevalent in most usage sessions logged by the receiver. Overall, these events indicate that the interference source is likely another synk 4k device or other active rf transmitter running in the 5ghz band. Other sources can include nearby radar, weather stations, and low-power wifi access points. If using a connected or hub, having wifi enabled may also interfere with video transmission. Use of 20mhz transmission mode could potentially mitigate wireless interference issues by increasing the availability of channels for use by synk 4k. However, video source must be set to 1080p in order to use this feature. When configured in 20mhz mode, a brief pulsing blue led light will be visible when powering up the transmitter. If a 4k video source is detected while in this state, the led will pulse amber and wireless link functionality will be disabled. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: "early in the case the slave monitor suddenly half screen disappeared and blue band at base of screen with lines on it ap0peared then slave went off completely. It came back on after a while several minutes. The users first took the action of changing slave monitors for a second similar unit in the department and the same happened again / the same interference and picture loss. Second monitor used and then reverted to the main stack screen. No further adverse consequences reported. (B)(6) visited the theatre after the first incident and dis connected the transmitter sync box from the camera stack and powered it down, then reconnected the hdmi cables at both the camera and sync ends. And powered up the sync box. After this the sync was re-established and appears to be working ok. No other actions taken apart from reporting the incident." Conclusion: reported failure mode was not reproduced during investigation. However, a number of potential flicker and wireless connectivity disruption events were found in st logs downloaded from both s/n (B)(6) and receiver s/n (B)(6) returned from the site. Probable root cause of video flickering for both devices is likely due to wireless interference. Wireless metrics logged from both devices were consistent for an overcrowded wireless environment. Wireless channel data logged by the transmitter found periodic <-71 pavg threshold breaches, resulting in frequent alt channel jumps and e1_9 errors for both "no available alternative frequency" and "no available non-dfs frequency". Frequent 2000+ error block counts and <10 sds misscounts were also prevalent in most usage sessions logged by the receiver. Overall, these events indicate that the interference source is likely another synk 4k device or other active rf transmitter running in the 5ghz band. Other sources can include nearby radar, weather stations, and low-power wifi access points. If using a connected or hub, having wifi enabled may also interfere with video transmission. Use of 20mhz transmission mode could potentially mitigate wireless interference issues by increasing the availability of channels for use by synk 4k. However, video source must be set to 1080p in order to use this feature. When configured in 20mhz mode, a brief pulsing blue led light will be visible when powering up the transmitter. If a 4k video source is detected while in this state, the led will pulse amber and wireless link functionality will be disabled. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.